Event description:
Information was received from a manufacturer representative regarding a patient implanted with a neurostimulator for fecal incontinence and gastrointestinal/pelvic floor. It was reported that the patient had pocket discomfort and burning and general pain at the pocket site. There were no known external or environmental causes and no diagnostics or troubleshooting was performed. The implantable neurostimulator (ins) was moved from the left side to the right side. The issue was resolved at the time of the report and the patient status was noted to be no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.